Event description:
It was reported that the device was explanted due to premature battery depletion. It was subsequently returned and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.